Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure when the mapping catheter was inserted into the balloon catheter, the torquer slipped off. It was then observed that the mapping catheter shaft was kinked. The mapping catheter was replaced which resolved the issue. An unknown issue occurred and the balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 228859457 was returned and analyzed. Visual inspection of the loop segment area showed it was intact with no apparent issues or damage. Mapping catheter. Visual inspection of the pebax segment area showed it was ribbed at approximately three inches, 4.35 inches, and 4.95 inches from the loop distal tip. Visual inspection of the electrodes showed the electrodes were intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issues or anomalies were identified. Visual inspection of the shaft segment area showed the shaft was kinked approximately 25 inches from the lemo connector. Visual inspection of the introducer showed the introducer/ loop straightener was removed from the returned mapping catheter. Visual inspection of the lemo connector showed the it was intact with no apparent issues or damage. The functional test was performed. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable were as expected. In conclusion, the reported issue of a shaft kink was confirmed through testing and the mapping catheter did not pass the returned product inspection due to a kink/twist observed on the catheter shaft, ribbed material observed on the pebax tubing, and the removed introducer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.